Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported the display was blank even after multiple batteries were tried. The pump had power and audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings: pump booted to the verify screen with normal contrast and no dim/fading screen. Pump cover was removed to inspect internal components. No moisture corrosion visible in pump compartment. The display lens was found to be scratched.